Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the d314trg ICD; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that both the left ventricular (lv) and right ventricular (rv) leads developed high thresholds. In addition, the lv lead dislodged and backed out of the coronary sinus. The high pacing outputs of the lv and rv leads led to premature battery depletion of the patient's implantable cardioverter defibrillator (ICD). Both leads and the ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.